Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the devices to the reported event could not be determined as the devices were not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during shoulder arthroscopy and cuff repairs, pump was suspect to be faulty as it did not recognize the outflow cartridge when it was connected to the pump. The cartridge sat in the outflow position loose. They had to hold the cartridge in place during surgery. The surgeon switched to an open surgery as no constant pressure existed and no control was possible when shaver was in use. The pump really only works as a single flow pump. The outflow tubing used was (B)(4).